Event description:
As reported: "study UK infinity® total ankle system subject: (B)(6). Patient bleeding from left ankle wound. Patient became hypotensive. 64/47- 1000mls crystalloid administered and blood pressure improved to 78/59. Patient also positioned head down. Plaster cut and pressure and cold compress applied to bleeding point. Bleeding stopped and blood pressure improved with blood transfusion and crystalloid replacement.".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.